Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of em2400 valve sets leaked. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between october 08, 2019 to october 10, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.